Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
Material no.: 305186 batch no.: unknown. It was reported that before use of the needle 19ga 1in tw the needle was sticking through the cap prior to opening the package. The following information was provided by the initial reporter: the needles was sticking through the cap prior to opening the package.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: 305186, batch no.: unknown. It was reported that before use of the needle 19ga 1in tw the needle was sticking through the cap prior to opening the package. The following information was provided by the initial reporter: the needles was sticking through the cap prior to opening the package.